Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: 419688 lead , implanted: (B)(6) 2007; 694965 lead, implanted: (B)(6) 2007.

Event description:
It was reported there was possible atrial undersensing and possible loss of atrial capture. Further review of the manufacturer¿s database indicated the patient is deceased and died within two weeks of the report of undersensing. Additional information related to the cause of death and any details were requested and not received.